Manufacturer narrative:
(B)(4) (revision surgery). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray analysis: "thoracic ilium fusion performed for scoliosis. Multiple ap/lateral standing x-rays from post op, pre-revision and post revision are provided. Patient is still in poor saggital balance after initial surgery. Patient body is obese. Bilateral rod fractures in the lumbar spine are present. This was revised with an inter body graft to create lordosis and better balance. Root cause: patient factors, surgical technique." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: disbalance sagital lumbar "pso" it was reported that, post-op, rod was broken and was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.